Event description:
Event description guidant received information that the patient implanted with this transvenous implantable lead received an inappropriate shock. Review of the egrams revealed the presence of noise on the rate/sense channel. The lead also exhibited increased pacing impedance and loss of capture at all outputs. At the device replacement procedure five days earlier all lead measurements were normal. An invasive procedure was performed and insultaion damage was found on the rate/sense leg of the lead. Attempts to repair the damage were unsuccessful.